Event description:
Customer stated that there was a flow error message, but the pt's belly had already filled with air and was taken to the hospital to have belly decompressed. Pt has recovered from the incident. Customer tested the pump, serial number (B)(4) and second pump with the feeding bags, lot number cf1234203, both pumps continued to feed when there was no more food left in the bags. Provider also got the same flow error message as the customer. When the customer tested both pumps with different lot number of bags, there was no incident. Provider could not verify if pumps have any physical damage or verify if a free flow occurred at the time of the call.

Manufacturer narrative:
Contact attempts were made to the customer to obtain more information. No bag was returned for eval; therefore, complaint cannot be verified. The DHR was reviewed and no non-conformances were found for lot #cf1234203. The pump was also not returned. A DHR was performed and found no non-conformances were issued during the MFR of the pump.